Event description:
Device issue: difficult to deploy-thumb advancer, difficult to remove, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, although difficulty was encountered during thumb advancer deployment, exchange sheath splitting was completed. After clip deployment, the device was difficult to remove. A dilator was inserted into the access ports and the safety release was pushed, which allowed the device to be removed. After the device was removed, the clip was observed to be deployed on the distal end of the clip delivery tubeset. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.